Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2012. The device failed a weekly auto self-test on (B)(6) 2012 due to a low battery, the device is then left in fault mode until (B)(6) 2012. During testing using the returned pad-pak the device did not power up and there was no response from the status indicator. Investigation did not confirm a fault with the device or any component of the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on and the status indicators are flashing intermittently. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.